Event description:
During a pci procedure, another manufacturer's balloon became stuck on the graphix guide wire. The balloon catheter and wire were removed as one. The lesion being treated was a calcified and 100% stenotic lesion in the obtuse marginal branch. A 7fr terumo introducer sheath, 7fr mach1 vl3. 59k guide catheter and a ryujin plus balloon catheter were also usedin the procedure. No pt injuries or complications were reported. Pt status is listed as "good".